Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms for low o2 concentration. The on-site investigation found that the ventilator mistakenly had an several years old o2 cell installed when it was delivered and the remaining o2 cell capacity was low. It was assumed that this o2 cell wasn't removed by the factory after completed factory tests and it wasn't replaced during the third party agent installation. Later, the third party agent provided a new o2 cell and when it was installed the ventilator passed all functional tests. No further issues have been reported. The evaluation of received device logs shows alarms for both low and high o2 concentration. A defective or worn out o2 cell does not affect ventilation since this part is only measuring. The o2 cell is automatically calibrated each time a pre-use check is performed. The conclusion is that the reported o2 concentration measurement alarms were caused by a worn out o2 cell that was installed by mistake. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).